Event description:
After a mastectomy on (B)(6) 2018 I received an expander in my left breast in (B)(6) of 2018. In (B)(6) of 2019, my reconstructive surgery was delayed when a breast specialist discovered an abnormal swollen neck lymph node. At that time, I also experienced swollen neck pain, went gp for fatigue, had finger nail dents, anxiety when driving, blood pressure highs and lows, dry eyes and face rashes, used a fan at night due to night sweats only slept 4 hours nightly, awoke with extreme headache and bloody nose (threw up), heart palpitations and so I cancelled reconstruction until I could consult my heart drs. After cat scans and ultrasound, I attempted to work and was unable to drive myself safely to job interviews. I then was given a change in meds and asked breast specialist if I could work leave expander in over summer so that I could work. We needed the income desperately. However, I was unable to work safely and then received a letter from plastic surgeon about my recalled expander. I made the necessary appts to be cleared for surgery. Surgery was delayed when two swollen lymph nodes were found under my left armpit. They were biopsied. Cancer was not found. And I came to the realization that I was suffering from breast implant illness. My gp had retired. So I made the earliest new pt appt with a new gp as soon as possible. I was then cleared for surgery by my heart drs and the new gp. My plastic surgeon will be removing my expander on (B)(6) 2020. Biopsy and all other test were done at (B)(6), also in (B)(6). FDA safety report ID # (B)(4).